Manufacturer narrative:
(B)(4). Date sent: 10/20/2016. Batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the staples malformed? Was the staple line complete?

Event description:
It was reported that during a low anterior resection of the rectum procedure, after flashing the device it has failed a seam. So the doctor had to stitch anastomosis manually. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 10/31/2016. Product code cdh33a. Additional information was requested and the following was obtained: were the staples malformed? - no. Was the staple line complete? ¿ yes, but there was absence the part of the staple seam for about 1.5 cm length - as the doctor says, as if on this side the cartridge does not have brackets, and the rest of the length of the seam was with the brackets which were closed adequately.